Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force system test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer had issues where when he puts battery in the pump wont recognize it and he has to change them several times. Customer stated that drive support cap was normal, insulin pump was not exposed to a high magnetic field and declined motor position encoder error alert. Customer was able to clear and able rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis